Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was not expanded. Since it was found the balloon was burst, another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon had a cut in it, likely caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.